Manufacturer narrative:
The batteries were not returned and the serial numbers were not provided; therefore, the manufacture and expiration dates are unknown. Approximate age of device ¿ over 3 years, per the information reported. The batteries and battery clips were not returned for evaluation, as the hospital staff disposed of them. However, the system controller was returned for evaluation. The system controller log file was reviewed and numerous atypical events were recorded for power cable disconnect alarms. The atypical power cable disconnect alarms appeared to be active due to a battery gauge fault being detected and were not due to the system controller power leads being physically disconnected. Each of these events appeared to occur while the patient was on battery power. The voltage data detected that one of the batteries was at the voltage alarm level. The voltage levels associated with these events may possibly be a result of an inadequate connection between the battery clip and battery (the connectivity issue within the contact terminal group) or possibly an electrical fault within the battery that was connected to one of the power leads at the time of the atypical event. Based on the recorded voltage levels, the atypical power cable disconnect alarms were active due to a battery gauge fault being detected and were not due to either power cable being physically disconnected. Additionally, the batteries and battery clips were reported to be over 3 years old. The evaluation of the system controller revealed the device functioned as intended, even when the cables were manipulated. The device passed the functional test procedure, which confirmed all visual and audible alarms activated when induced. The device operated on a mock circulatory loop while powered by the power module without any notable events. The analysis of the system controller did not reveal a device related issue. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital through the emergency room. The patient had experienced a syncopal episode which correlated to a pump stop event. Per the emergency medical services report, once the patient's batteries were exchanged, he was alert, oriented and feeling better. The patient was doing well on power module power and no further alarms were reported. Upon assessment of the system controller, it was noted that there were multiple power cable disconnect alarms that occurred in succession. It was also reported that the patient had a break in the silicone of the percutaneous lead. Although it was initially reported that a review of x-rays looked as though there was a possible fracture, upon further review, the damage to the percutaneous lead reportedly appeared to be on the external silastic jacket, and the x-ray images submitted were unremarkable. The hospital personnel stated the patient is hard on his equipment and it appeared to be very worn. Upon review of the submitted system controller log file, the manufacturer's technical services representative observed that the events may be due to compromised external equipment and it was recommended that all external equipment be replaced and to continue to monitor the patient for unusual events. It was reported that the batteries and the battery clips were exchanged, but since they were all over 3 years old, the hospital staff discarded them. No further issues have been reported.